Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and endocarditis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
This supplemental report was created to update the entries in h6: patient codes and h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and endocarditis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted. Additional information indicates that the patient had blood infection. There were no additional adverse patient effects reported.